Event description:
The facility representative reported a flo-gard infusion pump with an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be a damaged left force-sensing resistor. The left force-sensing resistor was replaced to correct this condition.